Event description:
It was reported that the t:slim x2 pump's battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer tried various troubleshooting steps, such as using different wall adapters and charging cables, but the issue persisted. Technical support decided to replace the pump with one that includes updated software. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. The customer was instructed on returning the defective pump and preparing the new one for use, including connecting their cgm and programming pump settings. The customer acknowledged all instructions and understood the need to return the pump to avoid being charged.